Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
The patient was revised to address loosening of the cup at bone to implant interface. Update ad 27 mar 2019. Unf and medical records received. After review of medical records, it was stated that the patient was revised to address metallosis and pseudotumor. Revision notes indicate that cloudy fluid was retrieved from the joint and sent to the lab for testing. The abductors were found to be destroyed as a result of the metal on metal reaction causing metallosis and pseudotumor. There was destruction of the superior rim of the acetabulum to the point where two-thirds of the superior portion of the cup was uncovered superiorly, but the anterior and posterior columns were intact.